Event description:
A female patient was being treated for meningioma (non malignant) in the brain apex area with 13 arc fields to multiple isocenters, 13 gy to target in single fraction. Srs cones were used for all fields. When the prescription was entered into the impac r&v system, the dosimetrist entered a field size of 10 x 10 - whereas 5 x 5 is the desired field size when srs cones are used. The srs cone blocks a 10 cm diameter circle, so the radiation was able to 'flash' around the cone in the corners of the 10 x 10 field. Calculations are imprecise at this time, but indicate that about 500 cgy was delivered over a fairly extensive volume of healthy brain tissue (optic nerve, brain stem not involved). The customer realizes it was a use error, but is frustrated that varian did not provide an interlock that would prevent it.

Manufacturer narrative:
The incident did not occur due to any malfunction of the equipment involved in the treatment. The details of the event are from user communication. The patient prescription, which was created using varian's fastplan treatment planning system included the description of the treatment cone, and a clinac collimator setting (which is limited in fastplan to a maximum of 5 cm by 5 cm). The site uses a record and verify system from impac (elekta). There is no automatic plan transfer from fastplan to impac. The customer admitted to use error by failing to set the correct collimator setting when transcribing the prescription to the impac system, which then resulted in the radiation over exposure. Further actions will be addressed in varian's CAPA process. Note that the initial reporter did report this radiation incident to the appropriate authorities, and varian has also been in contact with the state. No additional supplements to this MDR are expected, unless new information indicates it is necessary.